Manufacturer narrative:
On 10/17/2016: a medtronic representative went to the site and found that the electromagnetic interference was caused by the berchtold or lights. For testing, the rep positioned the system very similar to the way it was positioned when the issue occurred (patient on a critical care bed next to the or table). Then, he performed a tracer registration using a demo model and the navigation system worked as expected. After that, he turned on the lights, positioning them on the navigation field, which produced the loss of ability to navigate. Finally, he moved the lights away, and the navigation worked again. This device is included in the medical device safety alert, "potential interference between berchtold f-generation led surgical lights and stealthstation axiem system." (October 2014) per discussion with the FDA (B)(6) district office and several individuals at cdrh a conclusion was reached that this issue was not reportable nor governed under 21 cfr 806, therefore a FDA correction or removal number was not issued and the fca number assigned by our firm is provided.

Event description:
A medtronic representative reported that while the patient was still in a critical care bed, the surgeon attempted to place a ventricular catheter prior to an occipital tumor resection. They experienced electromagnetic interference with the navigation system. The surgeon was unable to navigate the stylet because the emitter could not track the reference frame. The delay was around 15 min, because they tried to identify the source of the electromagnetic interference without success. Finally, they placed the catheter without navigation. Then they positioned the patient on the operating table and completed the rest of the surgery without use of the navigation system. No harm to the patient occurred.